Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during spinal instrumentation for cortical fix fenestrated screw (cfx) system augmentation due to spinal degeneration and osteoporotic bone procedure on (B)(6) 2019, a vertecem v+ cement kit could not be applied through the syringes due to its consistency. Thus, the surgeon used a new device. The first and second package of vertecem did not work while the third one did. The second package was kept and the first one was discarded. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed and patient outcome was okay. Concomitant medical products reported: vetrecem v+ syringe kit (part# 03.702.215s, lot# unknown, quantity 1). This report is for one (1) vertecem v+ cement kit. This is report 2 of 2 for (B)(4).